Manufacturer narrative:
(B)(4). The device was not returned for eval; however, pt samples were returned and received on 06/25/2014. Customers complaint was replicated with returned pt samples only. Sample stability of returned samples was compromised during transport to alere. Samples were severely hemolyzed when spun down to plasma. No discrepant low tni results observed with any replicate of cal j testing on retain lot w56199. Cal j testing yielded a tni cv of 9.9%. This passes final release specs. Reviewed the batch record for lot w56199. No issues observed during production and final release testing of lot w56199. Product deficiency was not established with cal j testing on retain lot w56199.

Event description:
Customer reports discrepant low triage cardiac panel troponin I (tni) results in comparison to the laboratory analyzer tni result. On (B)(6) 2014, the pt was hospitalized for altered mental status, abnormal electrocardiogram (EKG), history of acute myocardial infarction and congestive heart failure. Results as follows: (B)(6) 2014 1840 lab tni 0.126, ck-mb 8.5, myo 160. (B)(6) 2014 1903 triage tni <0.05, ck-mb 4.2, myo 215. (B)(6) 2014 2128 triage tni <0.05, ck-mb 4.1, myo 178. (B)(6) 2014 2235 lab tni 0.128, ck-mb 8.6, myo 130. (B)(6) 2014 0539 lab tni 0.116, ckmb 6.2, myo 75. Triage tni cut-off=0.05; lab tni cut-off=.0.32. There was no adverse pt impact based on the negative tni results on the triage device. The pt remained hospitalized and final diagnosis was not known. There was no add'l info provided.